Event description:
It was reported that a tsb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that on the second firing, the anvil dislodged. There was no consequence to the pt.